Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed at the top of the dialyzer in the dialysate and the machine alarmed. New lines and dialyzer were primed and treatment was resumed. Estimated blood loss was less than 100cc's. Pt had no adverse effects and did not require any medical intervention. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.